Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 37 and 48 hours. It was reported that the patient experienced pain when applying the pod which continued during wear and the pod was leaking insulin. There was a small amount of blood reported at the site. It was reported that the patient felt a burning sensation at the site and the site was reported to develop a painful lump which then proceeded to grow into a pustule. At this time the patient¿s blood glucose levels measured between 14 mmol/l (252 mg/dl) and 16 mmol/l (288 mg/dl). The patient attended a telehealth appointment and was prescribed a 5-day course of cefalexin to take four times a day. As this did not clear up the infection the patient was prescribed a further 5-day course of unspecified antibiotics to take 4 times a day. The infection was resolved after the second course of antibiotics. The patient discarded the pod.